Event description:
Per the independent repair center, the customer alleged problem is the unit won't run. The key failure is the pc board will not start the unit. Additional malfunction is the pilot valve alarms and shuts down.